Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the backup was unpacked, they could not achieve a performance level 2.0 by an adjustment tool, and the tool pointed at the white belt between the performance level 2.5 and 2.0. Nonetheless, the procedure was completed per the physician's decision.